Event description:
Patient presented to the physician with erosion at the sense lead incision site through which the suture anchor was visible. Physician surgically replaced the sense lead on (B)(6) 2021, resolving the issue.

Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the or, observed signs of infection at the ipg pocket, and remove the entire inspire system.

Event description:
Patient presented to physician with sense lead incision dehiscence 2 months after implant. Physician believes the incision will heal without intervention and prescribed antibiotics to prevent infection.